Manufacturer narrative:
Mesh exposure. Conclusion: the instructions for use warn "post-operatively, the pt should be advised to refrain from heavy lifting and/or exercise (e.g. Cycling, jogging) for at least three to four weeks".

Event description:
It was reported that a pt underwent a sling procedure with a placation anterior repair in 2009. The pt was continent after surgery and was seen one week post operatively and was doing fine. The pt had done some lifting and noted some vaginal bleeding. The surgeon saw the pt twelve days later and noted that the wound had opened up with exposed mesh. The surgeon plans to leave the site open at this point, treat the pt with estrogen cream, let the site drain, and see the pt back in a couple of weeks. The surgeon was uncertain if antibiotics would help. The surgeon would then take the pt back to the operating room to "freshen up the edges and then close".